Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose and the insulin pump turned off. The customer was able to deliver a bolus but then the pump alerted sensor connecting and sg not available. The alert occurred after warm-up. The sensor was inserted on (B)(6) 2017, early afternoon, above the belly button. Troubleshooting was performed. The customer took out the sensor and it was bent. The customer's blood glucose at the time of the phone call was 49 mg/dl, however they did not want to troubleshoot or treat. The caller stated that they know what is the cause, but did not provide the details. The sensors will be returned for analysis.